Manufacturer narrative:
Updated fields: g3, g6. Correction fields: g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had failed pim test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d9, h11. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of the pim leak test and the fill manifold test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0997-00-0565 and pn 0004-00-0103-01 had no failure confirmed. Pn 0997-00-1178 failed the pim test with leak differential pressure at 28mmhg. It also fails the fill manifold test with valve differential pressure at 12mmhg. Possible cause for this may be wear and tear or component reliability. Retaining the parts in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, d8, e1 (mail ID), g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim). The fse troubleshot the unit and replaced the pim. While repeating all manifolds test, the fse discovered that the unit failed the fill manifold test. The fse replaced the helium assembly and the helium tubing. The unit passed all maniforld, performance and safety test in accordance with manufacturer's specifications.